Manufacturer narrative:
The device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00396. It was reported the patient (B)(6) experiences heating at the ipg site during recharging. The reported issue does not result in pain/discomfort. As such, the patient is content with utilizing the current charging system until the low energy model becomes available.